Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high and low glucose as well as responding to cgm glucose values as needed. As reported, prior to the low bg event, the user was experiencing hyperglycemia. The logs show the user was not announcing meals on (B)(6) and their bgs went high. Just prior to the hypoglycemic event, the user changed supplies and primed 15u of insulin. Without further information related to the hypoglycemia, the cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported that on (B)(6) their bgs were high (>300 mg/dl for 4 hrs) and on (B)(6) they had a hypoglycemic event with blurred vision and loc. Ems was called for the low event and the patient was admitted to the hospital. The patient was treated with carbs and candy, which brought their bgs back in range. The patient was discharged on (B)(6) 2025 and reverted back to prior therapy.